Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2018. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel with skin eruption (dyshydrosis on hands and feet)") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In june 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dyshidrotic eczema and oedema peripheral ("hands oedema"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed. At the time of the report, the allergy to metals and oedema peripheral outcome was unknown. The reporter provided no causality assessment for allergy to metals and oedema peripheral with essure. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 30-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel with skin eruption (dyshydrosis on hands and feet)") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dyshidrotic eczema and oedema peripheral ("hands oedema"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed. At the time of the report, the allergy to metals and oedema peripheral outcome was unknown. The reporter provided no causality assessment for allergy to metals and oedema peripheral with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.